Event description:
It was reported patient's left lead migrated following a fall. The issue was confirmed via x-rays. The right lead was not providing patient sufficient pain relief. Surgical intervention may be pending to address the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the left lead was explanted and replaced to address the issue. The right lead also migrated but there was no action taken due to patient receiving good coverage.